Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, fluid collection, infected mesh, gas collection, divarication of the recti, seroma, laxity of rectus sheath, swelling, redness, wound discharged of serous fluid, pus, lethargic, night sweats, pain, discomfort, sclerotic capsule, abdominal pain, poor sleep due to pain, low mood, erythema ab igne, abscess, cellulitis, sharp & burning pain, suicidal ideation, masses, & induration. Post-operative patient treatment included hernia repair with mesh, CT scan, ultrasound, seroma aspirated, antibiotics, hospitalization, repair of hernia, excision of encapsulated seroma, use of drains, pain medication, use of tens machine, drainage of seroma, & IV fluids.

Manufacturer narrative:
H6 ime e2402: gas collection, laxity of rectus sheath, sclerotic capsule, induration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, fluid collection, infected mesh, gas collection, divarication of the recti, seroma, laxity of rectus sheath, swelling, redness, wound discharged of serous fluid, pus, lethargic, night sweats, pain, discomfort, sclerotic capsule, abdominal pain, poor sleep due to pain, low mood, erythema abigne, abscess, cellulitis, sharp & burning pain, abdominal wall sore & paresthetic, suicidal ideation, masses, & induration. Post-operative patient treatment included hernia repair with mesh, CT scan, ultrasound, seroma aspirated, antibiotics, hospitalization, repair of hernia, excision of encapsulated seroma, use of drains, pain medication, use of tens machine, drainage of seroma, & IV fluids.

Manufacturer narrative:
Correction: b5 & added h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.